Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). The case was switched to and completed with radiofrequency. The pnp did not recover before hospital discharge. No further patient complications have been reported as a result of this event.